Event description:
Complainant alleged that while treating a pt with ventricular fibrillation, the device would not discharge with paddles. Four attempts were made to discharge and the same results were received. Complainant indicated that the clinician obtained another device to continue treating the pt and converted the pt to a sinus rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.